Manufacturer narrative:
This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a cori assisted tka surgery, the real intelligence robotic drill overheated, it happend after burring the distal femoral resection. The procedure was completed with manual instrumentation without significant delays. No patient injuries were reported.

Manufacturer narrative:
Corrected data: d9 & h3 (device returned for analysis), h6 (medical device problem code, component code, type of investigation, investigation findings, investigation conclusions). Updated results of investigation: the real intelligence robotic cori drill rob10013, sn (B)(6), was used in surgery and was returned for evaluation. Nothing was visually identified that leads to the reported failure. A functional evaluation was performed, and the reported problem was confirmed. A kpc test was performed, where the handpiece was able to lock the bur, but it did not spin correctly where it only spins half turns. The handpiece was disassembled, a huge liquid ingress with a lot of debris were found. The connection caps were in good condition. All seals were checked and found to be leak-proof. The carriage bearings were inspected and found a broken rear bearing that was fallen apart. The defective bearing and the material deposits led to the device heating up, which is also indicated by the bubbles on the extension shaft. The handpiece failed the hipot test. The installed exposure motor was tested and passed. The handpiece was cleaned and reassembled with new drill motor assembly and carriage. Then a new functional test was performed were the handpiece passed then a kpc test and a test case. The most likely cause for this event will be the broken rear carriage bearing. The liquid ingress observed contributed to the failure. As no other defects were observed during disassembly of the drill, such as in the seals and gaskets, the liquid ingress may have been a result of improper handling during cleaning and sterilization activities. A review of manufacturing records indicates the device met all specifications upon release into distribution. A complaint history review was performed by part number and similar complaints were identified. A review by lot/serial was performed and no similar complaints were identified. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.